Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a spinning spiros® closed male luer, red cap generated a leak. It was reported that there was leaking of chemotherapy medication during patient use, causing a chemo spill and risk for infection to the patient. There were no injuries or adverse events. There was patient involvement, and no injuries or adverse events.

Manufacturer narrative:
One (1) used sample list #ch2000s-c connected to a trifuse extension set three microclave and one excelsior medical 0.9% sodium chloride injection and usp 3ml syringe connected into one shuntless, were returned for evaluation. As received no damage or anomalies were observed. The syringe was disconnected from the whole set, and the set was tested as per procedure and no leaks were confirmed along the whole set or in the spiro were confirmed. The residual torque was found within specification. The female luer met the iso design specification. Complaint of leaks cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 1/30/2024.